Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a loose shoulder and dislocating; the surgeon implanted a larger head with a longer insert.